Manufacturer narrative:
The pt was buried with the pump implanted. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported infection and suspected thrombus could not be determined. The patient¿s event history was submitted and power elevations with pi events were observed. The pump was not explanted and therefore a full evaluation of the device could not be performed. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
The pt was implanted with a heartmate ii left ventricular assist device (lvad). Approximately 2 months post-implant of (B)(6), it was reported that the pt expired due to suspected thrombus and infection.